Event description:
It was reported that sometime post filter deployment, the filter strut allegedly detached and retained in lung. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records and images were provided and reviewed. The medical records allege no device deficiency. Three chest x-rays were provided and reviewed. A hyper dense object is visualized near the right hilum of the lung. Image 3 shows a complete chest x-ray without any other obvious pathology including pneumothorax and pleural effusion. Based on the image review, the detachment issue can be confirmed as a hyper dense object is visualized near the right hilum of the lung. A definitive root cause for the reported detachment issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post filter deployment, the device allegedly broke and retained in lung. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: g3 h11: b3, b5, g1, h1, h6 (patient, result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that fifteen years one month post filter deployment, the filter strut allegedly detached, retained in lung. It was further reported that the detached piece migrated to heart and the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records and images were provided and reviewed. The medical records allege no device deficiency. Three chest x-rays were provided and reviewed. A hyper dense object was visualized near the right hilum of the lung. The object visualized appeared to be the suspected migrated ivc filter strut to the right lung. Based on the image review, the filter limb detachment issue is confirmed as a hyper dense object was visualized near the right hilum of the lung which appeared to be the migrated filter strut. A definitive root cause for the reported filter limb detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that fifteen years one month post filter deployment, the filter strut allegedly detached, retained in lung. It was further reported that the detached piece migrated to heart and the current status of the patient is unknown.